Manufacturer narrative:
The referenced device was returned for evaluation and the customer¿s reported problem was confirmed. The image was found to disappear during angulation of the bending section. The problem was isolated to a defective charged coupled device unit. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported the evis exera iii broncho-videoscope was found to have no image problem during reprocessing. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image during angulation issue could not be determined, however, the issue was likely due to a damaged charged-coupled device (ccd) unit due to physical stress applied to the insertion tube during user handling. The event may be detected/prevented by following the instructions for use which state: ¿ inspection of the endoscopic image¿ ¿do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.